Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. (B)(4). The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The data acquisition (da) pcba was returned to the manufacturer for further analysis. During testing of the (da) pcba no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the pressure accuracy test (pvt test 4). There was no patient involvement.